Event description:
It was reported there was a loose connection at the programmer head port. The programmer was returned for service. There was no patient involvement.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report, the radiofrequency (rf) head was not returned with the programmer, the programer passed incoming functional testing. It was also noted that the fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.